Manufacturer narrative:
Additional information: product analysis: visually confirmed approximately ~45mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Optical examination of the fracture surface analysis reveals surface circular material displacement, consistent with torsional overload, with plastic deformation both above and below the fracture. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient was pre-operatively diagnosed with left leg pain, scoliosis and underwent oblique lumbar interbody fusion (olif)/direct lateral at levels l2-l5. On (B)(6) 2017, intra-op, the doctor placed the shaver in tight disc space and when he tired to remove the shaver, it broke. The product came in contact with the patient. There were no fragments remaining in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.